Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 466 mg/dl at the time of incident. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with manual shots. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.